Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber cap detached. The fiber cap parted at the cap. The fiber, shrink tube and jacket melted. The shrink tube burned. Based on the analysis findings the fiber/cap conditions would result in forward firing. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated which limited the performance of the fiber. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the patient and instructions for retrieving.

Event description:
It was reported by a customer that on (B)(6) 2010 there was significantly diminished fiber vaporization efficiency. No patient injury was reported.